Event description:
It was reported that the customer had a big crack around the insulin pump. Customer stated that it had a weakness when she received the pump and now it has cracked all over. Customer's blood glucose level was 7.1 mmol/l. Customer was advised to revert to a back-up plan and to disconnect from the pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.